Event description:
It was reported that the patient presented for a pre-surgical evaluation to address an arteriovenous fistula. During device interrogation, noise on the right ventricle lead was observed. The lead was explanted on (B)(6) 2018, during the unrelated procedure. The patient is in stable condition after the procedure and will have to wear a defibrillator vest until a new system can be implanted.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.